Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low battery alert on the insulin pump. The customer's blood glucose level was 582 mg/dl. The customer was treated with injection. It was explained to the customer that the average battery life is about a week and advised that recommended battery is (B)(6) aaa alkaline battery. The customer was instructed to wait 5 seconds before inserting a new battery on the insulin pump. The customer was advised to monitor insulin pump and call if problems recur. The customer was advised that we are sending battery cap.